Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's sealing was insufficient - not like what was known before. Although the device was cleaned, the tissue was softly sticking on the forceps and the occurrence of the re-grasp alarm was more than usual. The device had issues with the device sticking, giving off re-grasp alarms and giving insufficient seals. The surgeon then stopped using the sealing modus of the device with the ls10 and used another non-medtronic energy generator with monopolar handles and bipolar scissors from competitors to complete the procedure for it was noted that the issue happened a few steps away from the last steps of preparation. There was no patient injury.